Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box data from the time of the complaint has been overwritten due to continued use of the pump. The current black box showed no indication of a battery life issue. The battery compartment was found to be cracked. The pump's current draws were within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.